Manufacturer narrative:
(B)(4). Returned test strips produced lo readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/21/2015.

Event description:
Customer complains of low control solution results. Customer states that she feels physically fine, denies the need for medical attention. The control solution expected ranges are 31-61mg/dl. Verified test strips expire 09/24/2017. Confirmed customer's test strips are being stored properly and opened vial date 12/04/2015. Reviewed meter memory (B)(6). Memory concerns:control result out of range. Customer calling that her control test was out of range, I ran test x2 out of range.